Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis could not be completed. A device history record review was performed with no issues identified. A service history review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown system error (se) occurred on a homechoice (hc) device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.